Event description:
It was reported that the right atrial lead had low impedance. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The inner insulation had cosmetic metal ion oxidation; the outer insulation had cosmetic environmental stress cracks and cosmetic depressions. The helix was also disengaged from the helical channel.